Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va1g134, implanted: (B)(6) 2018, product type: lead; product ID: 3708660, serial# (B)(4), product type: extension. Analysis found that there were no anomalies with the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the previous information was confirmed with they physician. The explanted/unused device was sent back and would attempt to locate it if it wasn't back. There were no further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va1g134, implanted: (B)(6) 2018, product type: lead. Product ID: neu_unknown_ext, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for essential tremors, movement disorders. It was reported that there were no patient issues. During the stage 2 procedure the lead would not fully insert into the extension. Set screw would not fully insert properly. The hcp tried an additional spare set screw, but it didn't work, so they removed the extension and retunnled a new extension, which worked fine. The issue was resolved. Impedances were tested fine on the new extension. The rep said they would like to send the first extension back for analysis. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va1g134, implanted: (B)(6) 2018, product type: lead; product ID: neu_unknown_ext, serial# unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the lead not fully inserting into the extension was unknown. The surgeon said the screw would not fully insert and may have been stripped. All other set screws worked fine. The extension was removed, and a new extension was tunneled and connected without any problems. The first extension is being returned for analysis. There were no further complications reported.